Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement , physician noticed various high impedances were present intra-op and post op but coverage to all painful areas was obtained by replacing the lead and effective therapy was restored post operatively .